Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75 x 48 mm xience, biomatrix, scaffold: 2.5 x 28 mm absorb. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The 2.5 x 28 mm absorb referenced in this report is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat 3 lesions. The patient presented with angina. The chronic lesion in the mid-distal left anterior descending (lad) artery was pre-dilated with a 2.5 x 20 mm balloon, reducing the stenosis to less than 40%. Two absorb scaffolds (2.5 x 28 mm, 3.0 x 18 mm) were implanted overlapping and post-dilated with a 3.5 x 12 mm non-compliant (nc) balloon. The scaffolds reached the ostium of the bifurcation with the circumflex (cx) artery. The final angiographic residual stenosis was less than 10%. A severe stenosis in the marginal artery was pre-dilated with a 2.5 x 20 mm balloon and a 2.75 x 48 mm xience stent was implanted. The lesion in the right coronary artery (rca) was pre-dilated with a 2.5 x 20 mm balloon and a non-abbott stent was implanted. The patient was discharged on dual antiplatelet drug therapy (dapt) of prasugrel and aspirin. On (B)(6) 2017, the patient was re-admitted with stable angina. Severe restenosis of the absorb scaffolds was identified as well as in the proximal lad. Optical coherence tomography (oct) was done which noted prominent intimal hyperplasia. The scaffolds were well apposed. Pre-dilatation was done with a 2.5 x 30 mm balloon and 2 xience stents (2.75 x 23 mm, 3.0 x 38 mm) were implanted in the scaffolds. Additional ballooning was done in the trunk of the lad and cx. There were no issues in the other arteries (marginal and rca). The patient was discharged on the same dapt. No additional information was provided.

Manufacturer narrative:
(B)(4).